Event description:
The patient received inappropriate shocks due to oversensing. Multiple requests at the hospital about the lead identity and lead location were unsuccessful. The lead model and serial number could be identified during the ICD analysis.

Manufacturer narrative:
The lead under complaint was not available for analysis. The lead was identified during the inspection of the device data. This report only refers to the analysis results of the ICD. Upon receipt, the ICD was interrogated, revealing the mos2 battery status. The device was implanted for approximately 84 months and 66 charging cycles were recorded in the devices memory. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery, confirming the clinical observation. The amount of charge taken from the battery was verified, revealing the mos2 battery status to be normal and as expected. Next, a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular channel, leading to multiple shock deliveries as reported in the complaint description. However, a thorough analysis of the ICD proved the device to be fully functional. Especially, the battery state of discharge was found to be as anticipated. There was no indication of a device malfunction.